Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery and had an issue with a blank display issue. The customer's blood glucose level was over 500 mg/dl at the time of the call. Customer states the batteries were out of the insulin pump greater than duration allowed by the pump. The customer was informed that this was normal device behavior. The customer was assisted with the issue and was informed that the pump may need a new battery cap. The customer was informed that a new battery cap will be shipped to them.